Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2015-device evaluation:the pump has been returned and evaluated by product analysis on 07/01/2015 with the following findings: during investigation, the pump alarmed with a call service (cs 069) when the pump was powered on. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.